Event description:
Patient was revised to address loosening of the cup. The cup showed rotation on x-ray 2 years post-op.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, metallosis, difficulty ambulating, muscle loss and tissue destruction after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, implant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Patient was revised to address loosening of the cup. The cup showed rotation on x-ray 2 years post-op. Update - (B)(4) 2011 - litigation papers received. Adding femoral head. Litigation papers allege the presence of inflammatory synovium and obvious necrotic tissue associated with the metallic debris of the [depuy asr hip]. Update - (B)(4) 2013 - additional litigation papers received (B)(6) 2013 and attached. Dob added. Litigation alleges patient had pain, metallosis, difficulty ambulating, muscle loss and tissue destruction. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified the correct date of implant and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.